Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a loss of pacing. The patient was hospitalized. The leadless ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the mobile programmer application restarted unexpectedly during sensing, pacing capture threshold, and impedance measurements. It was noted that the host tablet reset to starting nominal settings during the measurements and that a complete restart of the application was required. It was further noted that pacing control was lost during the event. Application version: 4.5.2 host tablet os version: 26.2.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.